Event description:
A physician complained of an erroneously high glucose hk (gluc3) result for 1 patient (date of birth and gender not provided) and requested that the sample be repeated. The initial gluc3 result was 162.1 mg/dl. The repeat result was 87.6 mg/dl. The laboratory technician found that the cell rinse unit nozzle of the analyzer was clogged so the instrument was stopped. The laboratory technician repeated all the samples from multiple parameters that had been run on this analyzer and repeated them on a different c 502 instrument. The affected parameters, along with gluc3, were a-amylase eps ver.2 (amyl2), lactate dehydrogenase acc. To ifcc ver.2 (ldhi2), glutamyltransferase ver.2 standardized against ifcc / szasz (ggt-2), creatine kinase (ckl), c-reactive protein gen.3 (crpl3), albumin gen.2 (alb2), & total protein gen. 2 (tp2). The customer estimated approximately 250 samples were involved. In addition to the initial erroneous gluc3 result, data for 225 patient samples was provided. Of the data provided, 86 erroneous patient samples across multiple parameters were identified. Refer to attachment to the medwatch for patient results and patient gender and date of birth. The initial results from all affected parameters had been reported outside of the laboratory. Some of these results had not been seen by the physician and the laboratory technician deleted the initial results and reported the repeated results. Some of the results had been seen by the physician who had adjusted patient treatment. In these cases, the head of the laboratory informed the physician and calls were made to patients to stop taking the medication. The patients were not harmed. No adverse event occurred. No reagent lot numbers or expiration dates were provided. The laboratory technician and the field service engineer unclogged the cell rinse unit and ran quality controls (qc). The qc results for all parameters were acceptable.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the available information, a possible root cause for the clogged cell rinse unit nozzle may be related to silicone from the tubings. Magnesium carbonate as precipitate cannot be excluded (mg2+ salts are used in co2l reagent) as a root cause as this is the most abundant reagent on the analyzer.